Event description:
A report was received that the patient had an open wound at the anchoring site. The patient underwent a revision procedure wherein the incision was reopened, irrigated it out and the leads and anchor were buried a little bit deeper. After the revision procedure, the patient had an infection at the ipg site wherein the physician believed that the infection was procedure related. The patient was prescribed with antibiotics. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-2218-50, linear st lead, 50cm description: (B)(4). Model #: sc-2218-70 , linear st lead, 70cm description: (B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility.